Event description:
The femoral canal irrigation tip was used for irrigation. At the end of the procedure the tip end could not be located. X-rays were taken and the tip not seen (non-radioopaque). A second unit was found to have the tip end loose in the unopened package. A third tip came loose during an earlier procedure but was easily found.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, design - inadequate. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily. The device was not destroyed/disposed of.